Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient underwent a water vapor therapy procedure on (B)(6) 2023. The procedure was completed without any malfunction or serious adverse event. Two injections were performed on the right lobe and one injection for the left lobe, with minor bleeding observed in each case which did not require any treatment. No injection was performed on the middle lobe. On (B)(6) 2025, the patient experienced urinary dysfunction and another water vapor therapy procedure was performed in another hospital. There were no patient complications.